Manufacturer narrative:
The eversense cgm system performed as designed as the patient indicated the device did provide the low glucose alert for the hypoglycemia event the patient experienced. The patient did not require medication attention as he self-treated his symptoms and as of june 13, 2019 the patient reported to be doing fine.

Event description:
On june 13, 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and reported the continuous glucose monitoring system did provide an alert. The user did not require medical attention.